Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the report of potential driveline damage and cosmetic damage to the driveline's silicone sleeve could not be conclusively determined through this investigation as no log files or photos were submitted by the account, and no product was returned for evaluation. Additional information was requested from the account; however, none has been provided at this time. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 15feb2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient hears a beeping when plugged into wall power. The beeping stops when on batteries. The patients driveline had visual damage and was covered in duct tape by the patient. The vad coordinator placed the patient on an ungrounded cable and the beeping stopped. The patient will return to the clinic in a couple of weeks.